Manufacturer narrative:
.]

Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (12a, size25) was explanted on (B)(6) 2015 after 6.35 years due to svd / calcification.

Manufacturer narrative:
Result: review of the device history record is being conducted. Histopathological evaluation will be performed upon receipt of the device.